Manufacturer narrative:
The reported event of low pacing impedance was confirmed, while the reported event of insulation anomaly and failure to disconnect was not confirmed. As received, a complete lead was returned in one piece. An internal short was found between the inner coil and outer coil conductor paths and internal insulation abrasion exposing the inner coil was found. The cause of the reported event of low pacing impedance was due to exposure of the inner coil at the abrasion zone. Visual examination of the outer insulation and x-ray examination did not find any anomalies except for procedural damage. Dimensional analysis test was not performed due to the condition of the lead as received.

Event description:
Related manufacturer reference number: 2017865-2023-13991 it was reported that low impedance was detected on the right ventricular (rv) lead for some time. During a device change-out procedure, the rv lead was explanted and replaced. An insulation anomaly was noted on the rv lead. During the procedure, the right atrial (ra) lead was dislodged. When extracting the rv lead, the ra lead was connected due to scar tissue formed on both leads and the ra lead was extracted as a result. There were no adverse health consequences, the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2023-13991. It was reported that low impedance was detected on the right ventricular (rv) lead for some time. During a device change-out procedure, the rv lead was explanted and replaced. An insulation anomaly was noted on the rv lead. During the procedure, the right atrial (ra) lead was also explanted and replaced due to dislodgement. There were no adverse health consequences, the patient was stable.